Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported that their inset 6 mm 23 in infusion site popped off when pulled back. The agent guided the user through placing a new infusion set, and insulin delivery resumed. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.